Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3776-60, serial# : (B)(4), implanted:(B)(6) 2010, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having troubles with their right lead as it was not providing stimulation to their right leg at all. It was reported that when their doctor went in to the 2015 procedure they discovered the right lead was broken apart and not functioning at all. It was reported that their doctor removed the entire system and replaced it on (B)(6) 2015. This was all the information provided. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3776-60 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2015 (B)(6) product type lead product ID 3776-60 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2015 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they did not now what the circumstances were/cause that led to the patient's right lead breaking apart. They also reported that they did not know the status of the affected device (broken right lead and entire system). It was reported that the patient weighed (B)(6) pound on 2015 (B)(6) when they were last seen (which was around the time of the patient's procedure-2015).no further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3776-60, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-mar-19 reporting that the loss of stimulation occurred with normal activity. Patient weight was noted to be (B)(6) lbs which contradicted the information previously reported by the hcp. It was reported that the hospital had or had discarded the devices. No further complications were reported/anticipated.